Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in-clinic, inappropriate therapy due to atrial fibrillation with rapid ventricular response was observed. Programming changes were made. Patient will continue to be monitored.